Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1crav implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via company representative (rep). It was reported that patient had pain at the battery site after a fall. Patient had device explanted and replaced on (B)(6) 2017. The issue was resolved at the time of the report. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they did not have a fall and have never called about it before. Patient clarified that with their first interstim device, the whole thing broke stating that the battery pack ripped something in their dorsal gluteal muscle back in march- april timeframe and then was replaced in may. Patient confirmed that it was not due to a fall however, due to a trauma related event while working as an acute care nurse where they were pushed up against a hospital floor bed, going airborne, and having their torso land on the gurney when trying to transfer someone onto the hospital floor bed from ER bed. Patient stated that they felt something rip, tear, break at the battery pack in their right dorsal gluteal. After that they started getting shocking in their right dorsal gluteal as well as having pain at the ins site. At the time of the event, patient was (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (va1crav) found fluid consistent with body fluids in the lead upon visual inspection and observed the distal end of the lead was stretched. Each conductor was individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the ins (njy346957h) found that the ins passed functional testing; however, the setscrew was backed out too far. The ins output was tested at the distal end of the returned lead and good stable output was observed on all electrode pairs including those that the ins had when received. Analysis determined there were no issues when pressing on the ins can and that the telemetry was acceptable. The ins passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.